Event description:
Patient was revised to address pain, elevated cocr levels, and at-risk cup position.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Update rec'd 1/14/2016 - litigation papers allege the patient experienced complications, including, but not necessarily limited to pain, discomfort, difficulty ambulating and metallosis.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 4/19/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported extreme pain, disfigurement, permanent damage to hip area, loss of mobility and range of motion. Primary surgical note reported 600ml estimated blood loss. Patient reported popping and clicking with ambulation. Revision surgical report noted elevated metal ion levels, small effusion, peri-articular cyst, mild corrosive changes, mild corrosive changes at trunnion, blackened synovial tissue at anterior rim of acetabulum related to metal debris reaction. Stem added for corrosion and elevated metal ions. The complaint was updated on: may 14, 2016.

Manufacturer narrative:
Additional narrative: examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against femoral head and/or liner. Per procedure, this device(s) is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.